Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring evening low blood glucose and contacted support with readings decreasing from 71 mg/dl to 67 mg/dl, treated with oral carbohydrate from a peanut butter and jelly sandwich; the user¿s phone was broken and unable to sync data, and additional training was assigned to help identify the reason for the recurrent lows. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.